Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india, but it could not duplicate the reported phenomenon. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. Consideration. As a result of the inspection of olympus india, the reported phenomenon could not duplicate and it was confirmed that the subject device was normal, so omsc presumed that the image temporary failure occurred. The cause of the image temporary failure could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at olympus (B)(4), that it was found the image of the subject device was intermittent flickering. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and confirmed the reported phenomenon. The evaluation is still in progress currently at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.